Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2020 that a hot axios stent was to be implanted in a transgastric position to treat a pseudocyst during an endoscopic ultrasound (eus) guided cyst gastrostomy procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the first flange was deployed; however, the first flange failed to expand. Reportedly, the physician accidently removed the first flange from the cyst. The stent was then removed partially deployed on the delivery system. The procedure was completed with another hot axios stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Block b5 has been updated with additional information received on (B)(6) 2020. Block h6: problem code 3270 captures the reportable event of stent first flange failed to expand. Problem code 3009 captures the reportable event of stent first flange difficult to position. Block h10: a hot axios delivery system was received for analysis; stent and tip were not returned. Visual examination of the returned device found the inner sheath was detached. No other issues were noted to the delivery system. Taking all available information into consideration, the investigation concluded that the reported event of stent first flange failure to expand and stent first flange difficult to position and the observed failure was likely due to factors encountered during the procedure. It may be that how the device was handled or manipulated, the interaction of the device with the scope, and/ or the position of the scope (slightly retroflexed), limited the performance of the device and contributed to the failure reported and the detachment of the inner sheath and tip. Therefore, the most probable cause is adverse event related to the procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly, and performance specifications at the time of release for distribution. A labeling review was performed, and from the information available, this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation on (B)(6) 2020 that a hot axios stent was to be implanted in a transgastric position to treat a pseudocyst during an endoscopic ultrasound (eus) guided cyst gastrostomy procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the first flange was deployed; however, the first flange failed to expand. Reportedly, the physician accidently removed the first flange from the cyst. The stent was then removed partially deployed on the delivery system. The procedure was completed with another hot axios stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. ***additional information received on (B)(6), 2020*** according to the complainant, the stent was fully deployed outside the patient after the procedure.